Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump was not dispensing basal. Animas customer support made several attempts to clarify the complaint, but was unsuccessful. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged basal delivery issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: review of the pump history revealed the last basal delivery was recorded on january 2, 2014 at 4:45 pm. No activity outside normal use was observed in the download history or black box data. The total daily doses added up to correctly reflect the programmed basal target rate. The pump was exercised for 24 hours without malfunction. The pump was found to be operating within the required specifications without malfunction.